Event description:
Reported due to device break. User facility medwatch received from facility reporting: "arterial closure device trapped in left femoral artery due to device fracture. Required surgical excision in the operating room for removal." Physician attempted arteriotomy closure with perclose a-t (closer ak) device after an unk procedure. The site was verified under fluoroscopy, but had been accessed "approximately five to six" times in the past. The physician reported feeling resistance with insertion and the device broke at the distal guide. Mark was never achieved and the distal portion of the device remained in the pt's groin. The pt was taken to the operating room for removal of the device. The pt was discharged 2004. Although requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.